Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software suspended insulin for too long. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was 480 mg/dl.